Event description:
A balloon catheter ruptured in the pt's body during a ptca (coronary angioplasty) procedure. Operator alleges that inflation syringe displayed incorrect pressure causing over-inflation of the balloon catheter.